Event description:
It was reported the intraocular lens was replaced without complication due to the patient's unexpected post operative refraction error of -5.0 diopters.

Manufacturer narrative:
(B) (4). The intraocular lens power was measured and confirmed to be 23.5 diopters as labeled. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specifications prior to release.